Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was later reported the patient was being managed on oral medication. Imaging revealed extravasation of the catheter out of the intrathecal space. The patient was "doing ok" on oral antispasmodics.

Event description:
It was later reported the patient has not had a replacement yet. The patient was doing really well. It was noted the patient may not need the pump.

Event description:
It was reported that the patient was in the intensive care unit (ICU) with seizures, increased spasticity, altered mental status, and noted overall intrathecal baclofen withdrawal. The patient was admitted to the ICU, diagnostic testing/troubleshooting was performed, and medical/surgical intervention was required. A catheter migration/dislodgement was noted. The pump was being used to deliver lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.